Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was noted that at the lead replacement procedure, oversensing was noted on the device while closing the pocket. A short time later, the oversensing was no longer observed. The device remains in use. No patient complications have been reported as a result of this event.